Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium framing coil was inserted into the aneurysm, but when retracted to reposition, the coil prematurely detached. It was noted there was no resistance during delivery, no damage or rotation to the pushwire, no attempts to detach the coil were made, and a continuous flush had been administered. The detached coil was retrieved together with the microcatheter. A replacement product was used to complete the procedure, and there was no harm to the patient. Ancillary devices include an sl-10 microcatheter and chikai14 guidewire .

Manufacturer narrative:
B5: event description - additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent embolization treatment for internal carotid posterior carotid (ic-pc), ruptured aneurysm around 4mm. The vessel was normal and moderate tortuous.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated as received, the axium prime coil returned with implant coil detached from the pushwire. The implant coil was found already detached. The axium prime pusher was found bent from the break indicator. The actuator interface was found securely attached to the coupler tube. No evidence of detachment using an instant detacher was found at this location. The axium prime pushwire was found broken at the break indicator, indicative of a manual detachment attempt at this location. The two segments were retained by the release wire. The coin was found retracted out of the lumen stop. The shield coil was found intact and the implant coil was found already detached. The implant coil was found damaged and stretched with the polypropylene filament intact. No other damages or anomalies were found. Based on the device analysis and reported information, the report of ¿premature detachment¿ could not be confirmed. The implant coil was detached. However, the break indicator was found broken, the release wire was retracted, and the coin was retracted out of the lumen stop; causing the implant to detach as designed. The coil was found stretched/damaged and the pusher was found bent. The device was returned without its protective dispenser coil and introducer sheath, damages could also have occurred during return shipping to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.